Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event on (B)(6) 2019. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s father stated at approximately 6:00pm, the patient had a seizure and 911 was called. The patient¿s father stated the cgm was displaying 100 mg/dl and when he took a finger stick reading, the bg meter was displaying 69 mg/dl. He provided the patient with glucagon, soda and juice. When the paramedics arrived, the patient¿s glucose had increased to 85 mg/dl. It is unknown if the paramedics also treated the patient at the time of event as further event details were not provided. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.